Manufacturer narrative:
The missing clip was replaced by the facility technician. The machine is back in service with no reported problem. Additional info from the user facility # (B)(4) report. (B)(4).

Event description:
Incident occurred on (B)(6) 2009 at 11:50 am. The pt was on hemodialysis for approx 50 minutes when it was noticed by the pct that there was blood falling from the transducer line onto the blood pump. It was later noted that the clip that holds the pump segment in place was missing. This allowed the pump segment to climb and crimp on one side . The blood also started to clot. The pt's blood was not returned. The pt blood loss was approx 250-275 ccs. The pt became hypotensive and received 500 ccs of normal saline. He was seen by nurse practioner who was present at the time and was transferred to the hospital via fire rescue. The pt left alert and oriented times three and appeared stable with a bp of 168/74. Pt was not admitted and sent home from the ER the same day. Machine (#25) with missing pump clip was removed from circulation and repaired (a new clip was installed.) Review of incident was done on (B)(6) 2009 during qai meeting when investigation began that lead to a clearer understanding of the problem leading to this MDR report.